Manufacturer narrative:
(B)(4). This is a report of use error, where a pet was allowed to damage the product. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a cassette was leaking during dwell one of four of peritoneal dialysis on a homechoice device. The leak was coming from a tear in the line. The caregiver reported that the patient had pets which may have caused the tear. The technical service representative assisted the caregiver in ending therapy. The caregiver would start over with new supplies. There was no patient injury or medical intervention reported. No additional information is available.